Event description:
A patient reported blood glucose results of 210 mg/dl,133 mg/dl,115 mg/dl and 111 mg/dl with a lifescan meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of thes glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result fell within specifications.